Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer stated that the insulin pump had motor error alarm. The customer¿s blood glucose was unknown. Customer stated the drive support cap appears normal. Customer stated that insulin pump had not been exposed to high magnetic field. Customer was able to complete pump rewind. The device will be returned for analysis.